Event description:
It was reported that the patient had an anterior/posterior fusion at levels l5 and s1 during which the break off set screws were broken off. Later, the patient reported hearing a clicking in his back when he stood up. Surgeon took x-rays, and noticed there were set screws that had separated from the screws and rod. Surgeon feels the anterior graft is solidly fused and has no plans for a an additional procedure as of now. The patient presented with popping sensation and some pain in the lower back region. Patient underwent x-ray which shows disengagement of several of the set screws in the lower lumbar construct. There is no hardware breakage or loosening. No sign of pseudoarthrosis. Revision surgery was done on (B)(6), 2015.

Manufacturer narrative:
Product analysis- set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Node deformation height or morphology different than typical from bench comparison samples. Set screw witness marks are noted on the periphery of the set screw face, and not through the centerline, as is typical with bench comparison sample, with some evidence of starburst pattern on the face of the set screw, consistent with cyclic rod movement as set screw backs out. Unable to determine root cause from the available information.

Manufacturer narrative:
(B)(4): unknown per image review - image review: this MDR involves alif with sovereign at l4 and l5 along with posterior pedicle screw stabilization from l3 to s1. Ap and lateral x-rays are reviewed showing the lower set screws have come undone, involving s1 and l5. Symptoms of clicking and electrical jolts have been reported by the patient but no plan to revise has been presented. Solid fusion has been reported suggesting the devices have met their intended function. Nevertheless, implant failure with complaints makes this reportable even though the intended function of the devices has been met. We are unable to determine the cause of the event. No corrective action is possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.